Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation: event (1): patient's anesthesia or sedation was extended for about 15 minutes event (2): front panel does not work event (3): brightness adjustment does not work, and endoscope image is dark that it is not recognizable. For event (1) and (2) the front panel did not work due to faulty printed circuit board. There was a 15 minutes of extension for troubleshooting, but there was no health damage to the patient. For event (3) the phenomenon was not reproduced therefor a root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the front panel malfunction found due to a faulty printed circuit board, the faulty printed circuit board caused the narrow band imaging mode not able to be activated, and there were corroded parts to the circuit board. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii video system center had image quality issue: very dark. The issue was found during an unknown diagnostic procedure. The procedure was able to be completed with the same device. The procedure was prolonged by about fifteen minutes. The patient's anesthesia or sedation was extended by about fifteen minutes. The procedure did not need to be cancelled or postponed. There was no medical intervention required. There was a clv-180 connected to the subject device when the failure occurred. There were no reports of patient harm. The device was returned and evaluated, and there was found to be a front panel malfunction due to a faulty printed circuit board. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.